Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure in the sigmoid, they were unable to deploy the clip. No further event information is available. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.